Manufacturer narrative:
(B)(4).

Event description:
The entire tip broke off at the point where drill bit meets shoulder into asetabulum. Drill bit stayed in bone and unable to retrieve; not impinging.